Event description:
It was reported that following the procedure to address lead migration (MDR-2024-19052), the patient felt irritation in the rib. As a result, the system was removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.